Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was having good results from the device for their bladder symptoms however, the device is also affecting the patient's bowels. The patient indicated that they have not had a bowel movement for three days. The patient was advised to follow-up with their healthcare provider (hcp) regarding the constipation which was reported to have a sudden onset. Patient status is unknown at the time of this report.

Event description:
Additional information was received from the healthcare provider (hcp). The serial number of the implantable neurostimulator (ins) involved with the event is unknown. The diagnostics performed related to the lack of bowel movements was unknown; the patient is fine. The actions/interventions taken to resolve the lack of bowel movements was the patient drank water. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.